Event description:
Boston scientific received information that this ventricle lead will be explanted due to a lead malfunction, as per reports made by a health care professional (hcp). The lead was already surgically abandoned several years prior to the call with no further information as to the reason why. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.